Event description:
It was reported that the pump failed to recognize cartridges, leading to a cartridge change error even when using different cartridges. The customer's blood glucose level was recorded at 293 mg/dl. No additional information was received regarding corrective actions taken, but the device is being returned, and a replacement pump has been provided.